Manufacturer narrative:
It was noted that the lead was not available for return. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was noted to be fractured. In bipolar configuration, the lead did not pace or sense properly, and was therefore explanted and replaced. No additional adverse patient effects were reported.